Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: the control board have been replaced. The device past the service software tests successfully and is put back in service.

Event description:
Hamilton medical ag received the following incident description: during the power-lost-test what is part of the service software (preventive maintenance) the realtime clock failure alert message appeared on the screen. There is no prior indication that something was technically wrong with the ventilator device. Worst case, a defect real time clock led to critical consequences as like ventilator failure shortly before or during the use on a patient, health care professional at bedside, bag ventilation until second device is prepared. There is no patient involvement reported.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation: it was reported the device triggered a "realtime clock failure" even though it passed the power loss test, and the rtc component was found to be faulty. There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Analysis of provided pictures show small dents and possibly cracking at the capacitor's position on the control board. The failure was confirmed via review of logs and provided pictures. The control board was replaced to resolve the issue. The device has been returned and back into use.

Event description:
Before I performed 'power loss test' on hamilton t1 (s/n: (B)(6)), rtc status and batteries data were good. The unit was turned on more than 20 minutes and then I disconnected the ac mains power and removed both batteries. After two minutes, I inserted the batteries and connected to ac mains power. The unit displays 'realtime clock failure' message.once unit in workshop I performed an initial inspection. Performed the 2 minute testing of control board capacitors. Although passed the test, found that the rtc component to be faulty.